Event description:
The manufacturer received iis named "5-year radiographic and clinical outcomes of pyrocarbon hemiarthroplasty for glenohumeral arthritis and avascular necrosis" that contains collected data on the usage and the outcomes of pyrocarbon. The report details analysis provided for procedures performed till (B)(6) 2019. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: one patient demonstrated severe medialization at 2 years, increasing to three patients at final follow-up, with a median medialization of 10.2mm. This is case 2 of 3.

Manufacturer narrative:
The reported event could not be confirmed, since the device(s) were not returned for evaluation, and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.